Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 403mg/dl at the time of the incident. The customer declined to trouble shoot for high blood glucose levels. The customer states the belt clip broke and hit the reservoir compartment and the compartment broke. The customer was assisted with trouble shooting. The reservoir does not lock into place. The customer states the black o-ring is missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.